Event description:
The customer contact reported the device door roller, device door, and lever were broken. The device was returned to the clinical engineering dept wit ha report that prior to pt use, when the nurse was preparing the device, it was noted that the door roller, the door roller pin, and the lever were broken. There were no reports of any adverse pt events or delays in critical therapies while the device was in clinical use. No add'l info was provided.

Manufacturer narrative:
Testing and investigation found that the device door roller was missing and the door roller pin was broken. The device has been identified as part of a product recall. This report represents all the info known by the reporter upon query by hospira personnel.